Manufacturer narrative:
During a follow ¿ up endoscopy support specialist (ess) provided the findings from the onsite reprocessing observation session: during the onsite visit to the facility, ess observed the reprocessing tools and practices used at the facility. The observation revealed that the facility was using all equipment and tools in accordance to the instructions for use (IFU). No findings of concern were observed. The ess advised the facility staff to continue following the olympus reprocessing guidelines in alignment with the IFU, as well as proper scope handling techniques. The device was returned to olympus for evaluation, and it was uncovered that the labels for cation/european union conformity marking did not meet the standard. It was also observed that there was a leak from the seam of the scope cover. It was observed that there was a hole on switch one. It was also observed that the forceps passage had scratches and tears. It was observed that there was low angulation. It was also observed that the control knob movement had play and was loose. It was observed that the distal end plastic cover had dents and scratches. It was also observed that the objective lens and the light guide lens had worn glue. It was observed that the glue of the bending section cover was cracked. It was also observed that the insertion tube had a small cut on the boot. Lastly, it was observed that the light guide tube had scratches. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h4 was updated with the date the device was manufactured as provided in the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of positive culture test results could not be determined. Considerations ¿ reprocessing steps performed at the facility were in accordance to standard as observed by the ess onsite, no deviations from the instructions for use (IFU) could be found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow up with the facility, the customer indicated that the final culture test came back negative on the second check. The customer assumes that the first sample may have been contaminated in the lab. As a result, the customer has declined further culture testing through a third party. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination in the biopsy channel. It was not specified where the issue was found. There was no patient/user harm or injury reported due to the event.